Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the guidewire could not get through the needle. The guidewire might be stuck in the end of needle. They removed the guidewire and needle together according to the normal procedure. No tools used to remove the guide wire. No excessive force required to remove the guide wire. When removed, the guide wire was still intact. The guide was not damaged (frayed, coiled, unraveled). There was no visual damage observed on the guide wire. The issue with the guide wire was not noticed in the packaging. There was no resistance when inserting the guidewire. There was no visible defect/damage noted with the needle. There was no occlusion. The guide wire and needle used were the ones included in the kit. The dimension(s) of the needle and the guide wire matched what was indicated on the label. There was no damage to the device's box or packaging. The product/kit was still sealed upon receipt of the customer. No excessive force used to pull/take out the product. Nothing unusual observed on the device prior to use. No flush done. There were other products being utilized with the device. No other defects/damages found on the product. There was a very few amounts of blood loss but blood transfusion was not required. No intervention/treatment required as a result of the event. No cleaning agent(s) used on the device. The insertion site was treated prior to product placement according to the normal procedure. The physician opened a new one with the same lot number on the same day to finish the surgery. The procedure was completed. Catheter was not repaired and there was no leak. Tego was not utilized and there was no luer adapter issue. There was no reported patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the guide wire was unable to be withdrawn. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the guidewire could not get through the needle. The guidewire might be stuck in the end of needle. They removed the guidewire and needle together according to the normal procedure. No tools used to remove the guide wire. No excessive force required to remove the guide wire. When removed, the guide wire was still intact. The guide was not damaged (frayed, coiled, unraveled). There was no visual damage observed on the guide wire. The issue with the guide wire was not noticed in the packaging. There was no resistance when inserting the guidewire. There was no visible defect/damage noted with the needle. There was no occlusion. The guide wire and needle used were the ones included in the kit. The dimension(s) of the needle and the guide wire matched what was indicated on the label. There was no damage to the device's box or packaging. The product/kit was still sealed upon receipt of the customer. No excessive force used to pull/take out the product. Nothing unusual observed on the device prior to use. No flush done. All the kit was used/utilized with the device. No other defects/damages found on the product. There were very few amounts of blood loss, but blood transfusion was not required. No intervention/treatment required as a result of the event. No cleaning agent(s) used on the device. The insertion site was treated prior to product placement according to the normal procedure and the catheter was only the product used. The physician opened a new one with the same lot number on the same day to finish the surgery. The procedure was completed. Catheter was not repaired and there was no leak. Tego was not utilized and there was no luer adapter issue. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. The evaluation found no potentially contributing factors. It was reported that the guide wire was unable to be withdrawn. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.